Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.2 had failed to open, was unable to recover and required maintenance. The technical support specialist (tss) guided the customer to reboot the pyxis machine, and after the station restarted, the customer was able to retrieve medication from the drawer. Tss advised the customer to monitored the pyxis machine, particularly drawer 2.2, and to contact customer support center (csc) if the issue reoccurs. The system functioned as intended after the technical support specialist troubleshoot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer had failed, could not be recovered, and required maintenance the customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.